Event description:
While the physician was drilling in the mandible, the drill bit broke leaving a piece of the bit in the patient's mandible. Surgery was prolonged for 2 hours to allow the physician to retrieve the broken piece.